Event description:
It was reported that the pump migrated from the patient's "chest area" down to the "belt line area" of their body. The reporter stated that the migration occurred approximately 6 months to 1 year prior to the report. It was reported that the patient was trying to decide if they should wait to have the pump replaced and revised at the same time or if they should have the revision first and then with normal longevity of the pump have it replaced at a later date. The drug used in the pump was hydromorphone. No patient symptoms or injury were reported. No patient outcome was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8703w, lot# l51801, implanted: 1998 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Supplemental submitted to conclusion and patient and device codes. (B)(4).